Event description:
The patient's nurse reported that the patient was admitted to the hospital with dehydration and "mild dka" and blood glucose reading of over 600 mg/dl in 2006. The patient was given an injection of insulin to lower his blood glucose. The patient changed his insulin cartridge and infusion tubing and then received an 04 (occlusion) error. He changed his infusion tubing again and received no further errors. The nurse stated that the patient's levels had returned to normal. His blood glucose at 5:00am on the following day was 77 mg/dl on a blood glucose meter and the value from the lab measured 79 mg/dl. The patient is currently still using the infusion device while in the hospital. The nurse stated that he will be released when his blood glucose readings are within an acceptable range. His normal range is 140-160 mg/dl. The patient stated that his symptoms of high blood glucose were "feeling lousy and vomiting." He stated his doctor increased his basal rates. Upon follow up, the patient stated he had been receiving occlusions during boluses. He was advised to change his infusion site. Upon further follow up, the patient stated he continued to receive occlusions after changing his infusion site. The patient's infusion device was replaced. Product was requested to be returned for evaluation.